Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 26.6mmol/l. It was stated that the customer's glucose level was fluctuating quickly. Troubleshooting was performed. Assisted the caller to run the manual prime test and the insulin did exit. Instructed the caller to call back when the tubing clamp arrives to continue testing. Advised the caller to change the entire infusion set and reservoir as well revert to back up plan until the testing is completed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.